Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the arm on (B)(6) 2026. Alcohol was used to cleanse the area prior to insertion. The customer indicated in the stelobot chat, ¿chemical reaction to the adhesive,¿ and ¿I required urgent care for skin reaction.¿ the reaction occurred with the biosensor and overlay adhesives. Symptoms included a rash with redness, blisters, inflammation, itching, burning, and pain sensations in the area. Although the customer applied topical cream (triamcinolone acetonide) to the area on (B)(6) 2026, it could not be determined with the details provided it this was self-treatment at home or at the urgent care. The medication prescribed at the urgent care was not specified, and the attempts to the customer to obtain additional event details were unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or customer information is available.